Manufacturer narrative:
Manufacturer investigation conclusion: the reported event of a controller fault alarm was confirmed with the evaluation of the returned system controller. The system controller was connected to laboratory equipment and a driveline power fault alarm was active. The evaluation confirmed an opened/damaged fuse to one of the redundant power line that supplies power to the lvad. The fuse was replaced, and the system controller functioned as intended thereafter. As an added observation, all the log files captured intermittent low flow alarm events relating to the flow estimation value being below the limit threshold. It was noted, the pump speed value was captured between 4,000 to 4,800 rpm during the low flow alarm events, which is within the low speed value of 4,000 rpm and set speed value 5,800 rpm. The analysis could not determine a root cause of the low flow alarm events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of the device ¿ 1 year and 10 months. The device is expected to be returned for analysis. It has not yet been received. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient exchanged the system controller due to a replace controller alarm. The system controller log file review by the manufacturer's technical services captured a controller fault that may be due to a fuse blowing in the system controller. The system controller will be returned for evaluation. The patient was asymptomatic and discharged home. No additional information was provided.